Manufacturer narrative:
Additional information: device manufacture date provided. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Representative attempted to uninstall ent software from the system and received a successfully uninstalled message, rebooted and launched admin but the software still displayed and there were no profiles inclusind profile on the system. Testing revealed that the computer was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer for evaluation. The computer was returned to the manufacturer for analysis. Analysis found that the hard drive missing upon return. On first attempt to enter bios in order to run phd, the computer froze on the home screen. On second attempt to run the bios was successful.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon profiles were missing from the ent software. There was no patient present when this issue was observed.